Event description:
It was reported there were several intervals in the vt and fvt zones in a v sense episode, but there is no vt or svt detected. Device is still in use. No patient complications were reported as a result of this event. It was further reported that the ICD was replaced due to possible premature battery depletion. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported there were several intervals in the vt and fvt zones in a vsense episode, but there is no vt or svt detected. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported there were several intervals in the vt (ventricular tachycardia) and fvt (fast ventricular tachycardia) zones in a vsense episode, but there is no vt or svt detected. The device remains in use. No patient complications were reported as a result of this event.

Event description:
It was reported there were several intervals in the vt and fvt zones in a vsense episode, but there is no vt or svt detected. It was further reported that the ICD was replaced due to possible premature battery depletion. The device was removed and replaced. No patient complications have been repoted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.